Manufacturer narrative:
Added information to e4. As a result of the investigation, the following fields have been updated: d1, d4, g4, h4, h6, h7, and h9. H6: investigation results - the prosthesis wear reported and most likely cause for the prosthesis wear could not be confirmed or determined at this time due to insufficient information. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. Neither the device, nor images of the device, were available for evaluation as it remains implanted. Radiographs were also not provided. Corrected b3.

Event description:
It was reported that the patient underwent an initial left total knee arthroplasty. Subsequently, the patient experienced prosthesis wear, loosening, pain, ambulation difficulties, swelling and osteolysis. As a result, the patient will require a left knee revision. No further patient impact reported. No further information available.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b1, b2, b3, b5, d2b, g1, h2, h6 - health effect - clinical code, component code, h7 and h11 b3: unknown date the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal notification, that patient, underwent initial left knee replacement surgery on (B)(6) 2014 and was implanted with an optetrak logic psc polyethylene tibial insert. Plaintiff has been recommended to undergo left knee revision surgery in the spring of 2023 due to accelerated and preventable wear of the optetrak logic psc polyethylene tibial insert. No device return anticipated due to this being a legal case. No further information.

Manufacturer narrative:
Prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer additional information, including the product investigation, will be submitted within 30 days of receipt.